Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 242.4030 on their 8100 (sn: (B)(4)). Case resolution: when asked, customer stated the occlusion fingers did not move when door was opened. Informed customer this is most likely due to the logic board. Recommended sending in for repair. Customer will send in for repair. Ended call.